Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post implant of a model zcb00 31.0 diopter intraocular lens, the patient experienced myopic outcome resulting in decreased visual acuity. There was no vitrectomy, or incision enlargement required, however a suture was placed. The replacement lens was another zcb00 of a lower diopter (28.0). Patient was reported as doing fine when discharged. Visual acuity pre-op (pre-initial implant): cf (counting fingers). Visual acuity post-op (post-initial implant):20/80-2. Visual acuity post-op (post-replacement):20/30+2. No other information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Device evaluation: product is not available. Therefore, the sample evaluation could not be performed, and the reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed no additional investigation request (ir) received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.